Manufacturer narrative:
The device was returned to edwards for evaluation and the reported condition was confirmed. Visual examination of the device found sixteen kinks on the catheter shaft between the balloon and approximately 110 mm proximal from the first depth marking from the device tip. The outer diameter of the shaft, shaft length, device lumens, and core wire were all measured and found to meet specifications. The curvature of the device was assessed and found to be smaller than the specification required. A sample aortic occlusion device was tested to replicate the condition of the returned device. During use as specified in the instructions for use, the curvature of the device did not substantially change. However, it was found that upon manually manipulating the sample, kinking similar to that observed on the returned device, as well as curvature measuring shorter than specifications was re-produced. It is likely manual manipulation contributed to the excessive device curvature. Procedural factors can cause kinking of the device. Based on the information provided, a definitive root cause cannot be determined. The instructions for use were reviewed and no inadequacies were identified with regards to warnings, contraindications and the directions/conditions for the successful use of the device. Manufacturing records were reviewed and no related non-conformances were identified. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the curve of the catheter shaft was too great on an intraclude. This was found during placement. When the surgeon pulled back the device during posititioning it would come back on itself. Balloon was able to be inflated and was inflated normally. Device was removed and case was converted to a sternotomy. No patient injury. No damage noted to the device before or after. Device prepped well.

Manufacturer narrative:
Device evaluation is currently underway.